Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. After inspecting the pump and removing an o-ring from the pneumatic tap as instructed by technical support, the customer cleaned the area and successfully reloaded the original cartridge, allowing them to resume insulin therapy.